Manufacturer narrative:
The reported observation of ipg not communicating was not confirmed during electrical analysis. The root cause of the observation was due to the device battery charge not being properly maintained. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, output signal integrity and charging circuitry. All portions of ate testing passed which includes communication and charge testing of the eterna device.

Event description:
It was reported that the ipg stopped communicating with external devices and patient is experiencing ineffective therapy. Surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The date of event is estimated.

Event description:
Additional information received indicates surgical intervention was undertaken wherein the ipg was explanted and replaced.